Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and rushed to hospital for diabetic ketoacidosis. The customer did report symptoms as a result of high blood glucose level such as nausea, vomiting, abdominal pain, difficulty in breathing and diabetic ketoacidosis. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined for high blood glucose level. The customer stated that the auto mode feature was active at the time of high blood glucose level. Customer insulin pump was not delivering enough insulin. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.